Event description:
It was reported to philips that the device fails operational check. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and confirmed operational; check issue. The device needs a high voltage capacitor. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.